Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing fluid in the bladder. Visual examination of the unit showed no signs of physical damage. However, when the patient's control module (pcm) button was pressed, a leak was detected within the pcm's housing. There was no evidence of a leak at the "level of the multirate control module", as reported. Functional testing (leak test) also confirmed the leak in the pcm housing after the device was filled with colored water and the pcm was pressed. The root cause of the leak within the pcm housing was a punctured reservoir. A batch review was conducted on this lot. A nonconformance report was documented during the manufacturing of this lot and may have contributed to the reported / confirmed problem. Per the event description, the failure mode for the complaint is leak. During a review of the batch record, it was discovered that there was a leak at the pcm during final functional testing. The lot was reworked and 200% verification of units was performed to ensure no additional leaks. The lot was released once all release criteria were met. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) regional analgesia infusor with patient control module leaked at the location of the multirate control module. According to the report, the infusor was filled with naropeine and then connected to the patient by the doctor at the hospital. The device was tested and was performing correctly. The reporter stated when the patient was at home, they attempted to administer a bolus of the medication when the leakage occurred. There is no report of patient injury or medical intervention. No additional information is available.